Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the 5 east fridge remote manager showed -91°c, while the actual temperature on the fridge display was 5.6°c, and the fridge door was difficult to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the smart remote manager (srm) temperature was out of range, and the temperature probe cable was found unplugged from the controller board. A field service engineer (fse) reseated temperature probe cable. The system functioned as intended after field service engineer repaired the device.